Manufacturer narrative:
Additional narratives/data: based on additional information received on 04/24/2024. Patient is doing well no complaints. The following information have been added to reflect the new information: section a1 :patient identifier (in confidence): (B)(6). Section a2 : age at time of the event: 82 year. Section a3 :gender: female . Section a4 :patient weight : 125 lbs. Section a6 :race (check all that apply): white . All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ information not provided. Section d4- model number: unknown, information not provided. Section d4- serial number: unknown, information not provided. Section d4- UDI number: a complete UDI number is unknown, as the serial number was not provided. Section d6a: if implanted; give date: n/a. Unknown, information not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as the serial number was not provided. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens had been exchanged due to the wrong power. The product is being returned. No further information is available.